Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service (through the event history). This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged alternating (ac) cord. No further testing has been completed at this time and no repairs have been performed as the device has been returned unrepaired. A follow-up MDR will be submitted if additional information is obtained.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found with a damaged alternating current (ac) cord. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated infusion pump with a user interface module master software version of 5.04.00. No additional information is available.